Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the mfg documentation for the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during mfg. This is the final report.

Event description:
A report was received that the pt's precision system was explanted due to the pt experiencing pain at the lead site, groin area and up and down his spine. The pt was also experiencing shock sensation all over. The implanting physician has no add'l info about the pt being explanted.